Manufacturer narrative:
Corrected information has been provided in d.10. Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. A photo was provided. The photo showed the disassembled lens care lid and base. A company cartridge was also pictured on top of the lens case. The view was from the bottom. A yellow lens was visible advanced just past the loading area. Unable to determine if viscoelastic was in the cartridge. The haptic positions could not be determined due to the quality of the photo. The complainant indicates the use of non-company as a viscoelastic which is not qualified for use with the associated iol model. The reported complaint cannot be confirmed from the provided photo, however, based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery, they noticed that the haptic defect was detected. Additional information has been requested and received stating that the defect of the haptic part of the lens detected during surgery. There was no patient contact. Surgery was completed and lens was replaced. Patient condition noted to be satisfactory.